Manufacturer narrative:
H6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for molding defect (bowed tubes) was observed. Additionally, retention samples from bd inventory were visually inspected with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode, molding defect (bowed tubes). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported an unspecified number of bd vacutainer® k2e 10.8mg plus blood collection tubes were bent leading to issues on the analyzer. One of the tubes bent the analyzer probe. No impact was reported.